Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to greater than 500 mg/dl between 24 and 36 hours of wearing the pod. The patient had administered 14 units via fiasp pen, but the bg levels did not decrease. The patient¿s symptoms included a headache and vomiting. The patient sought medical attention on (B)(6) 2025. The patient diagnosis was not known at the time of the call as they were still in the hospital and had not received any paperwork. The patient remains under observation and has not yet received laboratory results. Glucose levels were reduced to 230 mg/dl during hospitalization. The patient stated that the pod was removed from their abdomen during the episode, and a new pod was applied (B)(6) 2025, which is currently functioning properly. Glucose management is being conducted with the pump, and insulin is also being administered via a sliding scale. The patient does not yet know the anticipated discharge date.